Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4) the e-belt failed the hipot test. The last pt to use this e-belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. The intermittent connection caused the belt to fail the hipot test. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damage cable. The last pt to use this e-belt did not report any deficiencies.